Event description:
During the atrial fibrillation procedure, the device was inserted via the femoral approach, and while aspirating using a syringe, air continued to be drawn from the valve. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.